Manufacturer narrative:
Date sent: 07/09/2008. Evaluation summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the internal conditions and stains were noted over several components. It is possible that the device was exposed to a cleaning process, therefore staining the components and causing degradation to the mechanism. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap right nephrectomy procedure, after reloading with a new vascular cartridge, the surgeon felt resistance and stopped the handle before completing the stroke. The vessel started to bleed and the flow quickened. The vessel was cut but not sealed. After losing two liters of blood, the vessel was sealed with an add'l firing of a new instrument. Upon removal, the surgeon did not see any staples on the vessel. Another device was used to complete the procedure. The pt received two units of blood. The pt was released with no complications.